Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer did not receive an auto-off alarm after there was no interaction with the pump for more than 15 hours. The customer had set the auto-off feature for 15 hours. There was no reported impact to the customer's blood glucose level. The customer was not currently using the pump to manage diabetes.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.